Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8352-70. Serial number: (B)(6). Batch/lot number: 19835436. Model/catalog description: coveredge x 32 surgical lead kit 70 cm. Unique identifier (UDI): (B)(4).